Event description:
The patient reported persisting pain at the ipg site. The patient also reported she lost the charger and had not charged the ipg for greater than three months. The patient received a new charger, but neither the charger nor the programmer can establish communication with the ipg. The next course of action is undetermined. On (B)(4) 2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Recall number: 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.